Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ¿ right procedure with a thermocool® smart touch¿ bi-directional navigation catheter and force reading issues occurred. During procedure, catheter was displaying inaccurate force readings on the carto 3 system. Troubleshooting was performed: cable was exchanged and re-zeroed catheter, this did not resolve the issue. The catheter was then replaced and problem was solved. However, replacement catheter (lot # 17083404m) had a bent shaft. The catheter was replaced a second time and case resumed. There was no patient consequence. This event was originally considered non-reportable as force issue is not indicative as reportable and there was no further information whether there was any inner part exposed due to the bent from bwi representative at that time, however, bwi became aware of product condition (lot # 17083400m) as it was returned on (B)(6) 2015 and broken braid exposed was observed. It has been reassessed the event as reportable due to this finding. The awareness date for this record is january 13, 2015.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia ¿ right procedure with a thermocool smart touch bi-directional navigation catheter and force reading issues occurred. During procedure, catheter was displaying inaccurate force readings (lot # 17083400m) on the carto 3 system. Troubleshooting was performed: cable was exchanged and re-zeroed catheter, this did not resolve the issue. The catheter was then replaced and problem was solved. However, replacement catheter (lot # 17083404m) had a bent shaft. The catheter was replaced a second time and case resumed. There was no patient consequence. This event was originally considered non-reportable as force issue is not indicative as reportable and there was no further information whether there was any inner part exposed due to the bent from bwi representative at that time, however, bwi became aware of product condition (lot # 17083400m) as it was returned on january 13, 2015 and broken braid exposed was observed. It has been reassessed the event as reportable due to this finding. The bwi failure analysis lab received the device (lot # 17083400m) for evaluation. Upon receipt, the device was visually inspected and shaft was found bent, wrinkle with broken braid exposed about 4.7 cm from the transition with the tip lumen. An internal corrective action was created to address the thermocool smart touch broken shaft issue. Further information received confirms that shaft was found bent before it was used on the patient, however there was no braid exposed reported. During manufacturing process on line inspections are in place to prevent this type of damage/defect from leaving the facility. Therefore, how the bent occurred remains unknown. Per the shaft condition the catheter was tested for electrical performance and failed. Further investigation revealed that irrigation tubing was broken during test causing the electrical failure. Due to the force sensor error reported the functionality of the biosensor catheter was tested on carto system. The catheter pass carto test, however it was not possible to evaluate the force feature due to during the irrigation failure before mentioned. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The force issue was not confirmed, however the bent issue was. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 13, 2015. The analysis has begun but is not completed at this time. (B)(4).